Manufacturer narrative:
The tubing tear issue was confirmed. Visual inspection of the set noted a tear between the silicone pump segment tubing and the upper fitment. Closer inspection of the tear under magnification observed the tear to be jagged. No tool marks were observed. No functional testing was performed due to the tear in the silicone pump segment. The root cause of the tear was not determined.

Event description:
An unexpected return was received, with no known complaint or issue. Additional information was requested but not received.